Event description:
It was reported that an ilet user experienced intermittent communication between the ilet pump and a dexcom g7 continuous glucose monitor (cgm) sensor, with the pump displaying a persistent ¿pairing with sensor¿ message while the dexcom app continued to show glucose readings; the issue was resolved after troubleshooting and the pump regained readings, indicating signal loss to the ilet only. No adverse clinical symptoms reported. Outcomes included no health consequences or impact, and blood glucose was not affected. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure associated with the antenna/electrical-magnetic communication pathway between the cgm and the ilet. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.